Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-307, a patient urine isolate (e. Coli) was resistant to both drugs ertapenem and meropenem. The user expected the cre resistant marker to cause the bdxpert (software) rule 1477 to trigger on the provided report, it did not. No health impact or consequence reported.

Event description:
It was reported while using the panel phoenix nmic/ID-307, a patient urine isolate (e. Coli) was resistant to both drugs ertapenem and meropenem. The user expected the cre resistant marker to cause the bdxpert (software) rule 1477 to trigger on the provided report, it did not. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for bdxpert rules not firing for the cpo detect test with escherichia coli when using phoenix panel nmic/ID-307 (catalog number 449289) batch 4010501. The customer did not provide panel returns or isolate returns but provided phoenix generated lab reports for the investigation. The lab reports show no rule 1477 while ertapenem and meropenem resistance is found with e. Coli when using the complaint batch. To investigate, three retention panels of the complaint batch were inoculated with in house isolate e. Coli 18187 and placed in a phoenix m50 for cpo results. Additionally, two control panels from the same material but different batch were inoculated with in house isolate e. Coli 18187 and placed in a phoenix m50 for cpo results. Results of the investigation show all five panels flagging the isolate as the expected cpo positive. Therefore, the panel batch in question is not considered to be defective. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.